Event description:
The plaintiff's attorney alleged that the pt experienced several cerebrovascular and cardiovascular events on an unk date and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.